Event description:
During the surgery the end piece of disposable frazier suction broke off (about 1 cm in size) ref #0033080 the x ray for foreign body was performed and dr. (B)(6) from radiology confirmed the x ray results were clear and no foreign body noted in the patient. (B)(6) is a 24 year old male known to the omfs service with trisomy 21 who presented with mother complaining of jaw pain and referred for evaluation of impacted teeth and associated cyst of the lower jaw. Due to the invasive and extensive nature of the procedure it was decided to proceed with treatment in the operating room under general anesthesia.